Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) migrated into the patient's breast implant. The physician and patient decided not to reposition the icm. The icm remains in use. No patient complications have been reported as a result of this event.